Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the unit has cassette not properly attached error¿ was confirmed with visual inspection and functional testing. Found camshaft assembly worn, replaced camshaft assembly. Further investigation found motor ¿odo¿ to be past replacement specification, upstream occlusion (uso) sensor loose, downstream occlusion (dso) seal delaminating. Replaced the motor and set odo to zero. Replaced uso sensor and seal, and dso sensor. Performed dso/uso calibration and occlusion tests. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit has cassette not properly attached error. There was no patient involvement.